Event description:
Post op patient connected to portable medical gas tank for transport. Oxygen saturation dropped. Patient cardiac arrested. Found that patient was connected to a co2 tank. Patient was successfully resuscitated. The co2 tank had a green plastic adapter (cone shaped adapter) on the regulator nozzle. Green adapters indicate oxygen. What was the original intended procedure? Delivery of oxygen.

Manufacturer narrative:
Initial reporter (B)(6) was contacted and she stated "I am unable to determine the MFR of the tank. There were words and numbers stamped into the metal of the tank. They were very difficult to read. We were able to make out the word ohio, but that was about it. That does not necessarily mean the tank was made by your company. I am not sure how the medwatch folks linked the tank to your company. It could be an error." Ohio medical does not MFR or distribute co2 tanks.